Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, it was reported that the buttons stuck and that the air bubbles did not exit the device. The patient said that the patch was replaced with a new one. No additional information was provided related to the complaint. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the original device could not be used.